Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted due to medical issues. The recipient was not reimplanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. The explanted device was received by advanced bionics june 26, 2024. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced a cholesteatoma and a retroauricular skin defect. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section h.6. On (B)(6) 2025 the recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2025. The explanted device was received at the company on (B)(6) 2024 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the bottom cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section a.1, a.2, a.3. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.